Event description:
It was reported that the patient was to receive an emergency replacement of the pacemaker due to the battery being dead. The pacemaker had been implanted for 8.5 yrs. The last battery voltage on (B)(6) 2023 was 2.69v and getting closer to the elective replacement indicator (eri). On the (B)(6) 2023 the battery was found dead leading the patient to be scheduled for the emergency replacement. Information received suggests a plausible 10 yr warranty request. A confirmation that the scheduled replacement procedure had occurred was requested but was not yet available.